Event description:
Caller reported issue with touchscreen responsiveness where pump screen was frozen and unresponsive to inputs. There was no adverse impact to the customer¿s blood glucose level. Caller received complete pump reset information from technical support and chose to reset the pump, resolving the issue with screen interaction.